Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the implantation of the lead was difficult since the lead did not fit properly into the sheath. The lead was replaced and no adverse consequences were reported for the patient.